Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic with syncope. Upon interrogation, it was observed the pacemaker was over sensing noise and far r oversensing resulting in pacing inhibition and inappropriate automatic mode switch. An x-ray was performed and nothing of concern was found. The system was explanted to resolve the event. The patient was stable.